Manufacturer narrative:
Patient samples were rerun back to the last confirmed acceptable run. A field service engineer (fse) was dispatched on (B)(4) 2010, and replaced the red blood count (rbc) diluent dispenser, ran background, and verified the instruments operation. The root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc (bci) stating that the coulter lh 750 analyzer generated an erroneously high red blood count (rbc) of 5.27 and upon rerun of rbc result came down to 4.66. The instrument printouts were not provided by the customer, so it is not known if the instrument flagged any parameters. No erroneous results were reported out of the laboratory. The customer noticed the problem before reporting any results out of the lab. There was no death, injury, or change to patient treatment associated with this event.